Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery. The customer went through several reservoir changes and the insulin pump kept alarming no delivery. Customer's blood glucose level was 510 mg/dl. Insulin exited and the insulin pump did not alarm no delivery while troubleshooting. The device was not returned.